Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the pump was implanted in the abdomen on the patient¿s left side. About 6 to 8 months ago, it moved up, so they were going to move it to the patient¿s right side. The patient had had no falls or trauma prior to the pump moving. The patient was told that when they went in to move the pump, they found that the pump had ¿split open and filled a little sac around it¿ with all of the fentanyl. The pump was removed instead of moved. When the nurse called two days after the procedure, she told the patient that he was extremely lucky because ¿your pump¿s bent and all that fentanyl was in a pouch around it; if that pouch had broken and the fentanyl had got in your system you¿d been dead in 30 minutes or less.¿ since the pump removal, the patient¿s incision had healed; the patient was unsure if the catheter was removed. It was later reported by the pump managing physician that the pump was flipping and the proximal/pump segment of the catheter was kinked. The pump and catheter were explanted. The patient had inadequate analgesia as a result of the event. The patient outcome was reported as ¿no injury.¿